Event description:
Same as 6000093-2005-00884. It was reported that following a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. The critical 2 cm long lesion being treated was located in the mid right coronary artery. The physician implanted a 2.5 x 20 mm and 2.5 x 12 mm taxus express2 drug eluting stent. At an unknown time after the implantation, the pt experienced migratory arthritis, swollen joints and synovitis. The treatment was a steroidal regimen prescribed by an allergist. The pt was also taken off plavix andthis helped some. The pt's symptoms were improved the last time they were seen by the physician. In the opinion of the physician she is unsure of the cause of the reaction.